Event description:
It was reported that a bd plastipak¿ luer-lock syringe had small filaments on the plunger. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 2 pictures for investigation. Upon visual inspection of these two pictures it can be observed filaments of stopper behind the stopper, outside the fluid path. (See attached pictures). DHR of lot 1807267 has been reviewed not finding any annotation or deviation regarding the alleged defect. The extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier (sc-007-19). Incoming inspections are done periodically according to procedures ir-011 and fr-092. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with failure in stoppers cut by supplier. Residual trim hairs/flash from stopper (stopper supplier manufacturing process).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lock syringe had small filaments on the plunger. There was no report of exposure, serious injury, or medical intervention.